Event description:
It was reported by the rep that the (1) tsb 45 was used during a laparoscopic appendectomy procedure. It was reported that the product was fired across the base of the appendix successfully. The release button was depressed and the product remained closed on the tissue. The surgeon attempted to push the handles forward and the product still remained closed. The rep was contacted and instructed the surgeon to turn the rotation knob, which successfully opened the product and completed the case. There was no consequence to the pt.